Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had multiple cubies that failed. A field service engineer (fse) reseated the row board cable and retractor band. Post-action testing confirmed cubie recovery was successful. The fse assisted the customer in opening cubies for medication reload, and proper functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawers 4.1 and 4.2 failed with ¿device not detected on bus¿. Customer performed soft and hard reboots, but cubies could not be ejected via the cubie map for reseating. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.